Event description:
Information from axium intl. Clinical trial database. Ruptured pcom aneurysm coiling with 17 coils: qc-14-40-3d, qc-14-40-3d, qc-12-30-helix, qc-9-30-helix, qc-6-20-helix, qc-5-15-helix, qc-5-15-helix, qc-4-10-helix, qc-4-10-helix, qc-4-8-3d, qc-3-8-helix, qc-3-8-helix, qc-3-4-helix, qc-2-6-helix, qc-3-6-helix, qc-2-6-helix, qc-2-8-helix. Adverse event: coma, large left hematoma visible on scan, death.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Axium registry information other countries' registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in other countries enrollment started in 2008; enrollment ongoing; target patients MDR numbers: 2029214-2008-00207 and 2029214-2008-00237.